Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override mode. The customer, from hospital it, confirmed that there were no network issues or outages. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations were not communicating with the server and interface messages were not crossing over. A technical support specialist (tss) reviewed the application server and confirmed that the interface was marked as disconnected, though system resources were within normal limits and healthsight viewer (hsv) data was present. Further checks in hsv showed pharmacy delays caused by the meditech adt_brh system, which was experiencing downtime and message delays. Core interface and messaging services were restarted, and the carefusion coordination engine (cce) interface services utility package was successfully redeployed; however, message flow remained delayed, confirming the issue originated upstream. The customer was advised to engage their admit discharge transfer (adt)/meditech team, as the delay was external to bd systems. Subsequent customer updates confirmed the meditech issue was resolved, message flow normalized, stations resumed communication. The system functioned as intended after the technical support specialist verified the device.